Event description:
While attempting to reach the left inferior pv, physician inadvertently guided the catheter into the left ventricle. The catheter tip was caught in the mitral valve during an attempt to pull catheter into the left atrium. To avoid laceration of the valve, clockwise and counterclockwise movements were performed to free the catheter. During these movements, the circular tip of the catheter detached from its transition area.